Event description:
It was reported that 1 catheter out of the 6 shipped in the box was received broken. It was further stated that it appeared that the devices were "crammed" in the box and one of the shipping tubes was broken at the cap area.

Manufacturer narrative:
One graft thrombectomy catheter was received inside a broken shipping tube. The triangular outer brown box was also received crushed. The clear adaptor was broken at the bond site, between the clear adaptor and the white tube. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the triangular outer box, it was found that when the catheter tube is placed to one end of the outer box the break area lined-up with the damage on the outer box. When the catheter was removed from the tube, it was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.